Event description:
Bed in shop with note saying "brakes do not work". No injury reported.

Manufacturer narrative:
On (B)(6) 2012, no injury reported. Technician located the bed in bed shop found three casters would lock, but swivel. Replaced three casters to resolve this issue.